Event description:
It was reported while using bd vacutainer® serum blood collection tubes the labels are peeling and gets stuck in analyzer. There was no reported patient impact. The following information was provided by the initial reporter: it was reported that the labels are peeling off the tube which then causes the tubes to get stuck in the analyzer machines in the lab.

Manufacturer narrative:
H.6. Investigation: bd received 1 sample for investigation of material # 367815, batch # 0218174. The sample was evaluated by visual examination and the indicated failure mode for label lift with the incident lot was observed. Bd determined that the root cause of the indicated failure mode was attributed to inadequately purging of the manufacturing line during either a label roll change or an equipment adjustment. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® serum blood collection tubes the labels are peeling and gets stuck in analyzer. There was no reported patient impact. The following information was provided by the initial reporter: it was reported that the labels are peeling off the tube which then causes the tubes to get stuck in the analyzer machines in the lab.